Event description:
It was reported that the ventricular lead exhibited a sensing anomaly due to dislodgement. A lead revision would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.